Event description:
It was reported that pump displayed malfunction code and customer did not notice any notable events before issue occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction appeared again.